Manufacturer narrative:
The complaint can be verified. E7002 errors were found in the history, and the vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter initially stated the infusion device displayed an e7 electronic error in the run mode. He changed the battery but was unable to clear the error message. No physiological effects were reported. The infusion device was returned to the first level investigation unit, and it was found the vibra alarm does not work. The infusion device was sent to the manufacturer for evaluation.